Event description:
It was reported that the device had a power on reset. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) performance data was collected from the device and revealed there was a power on reset(por), 1 - por for write to locked ram, addr=18d6, data=ec on (B)(6) 2012 18:19:37 and 1 - patient alert for por on (B)(6) 2012 17:19:37.